Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was unable to be programmed after implantation, the patient had neurologic symptoms and the device was revised. Date of implant and initial setting were unknown. The patient complained of mild symptoms starting approximately (B)(6) 2018. Attempts to adjust the pressure setting were done; however, it was not able to be changed once in several times. In (B)(6), the valve could not be programmed at all. Revision surgery was performed. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed reflux testing. The valve was then pressure tested and passed. A review of the manufacturing records found that the device conformed to specification when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.